Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2010. During therapy, pressure was lost and fluid slowly leaked from the apex of the balloon over a three and a half minute time period. The volume of d5w inserted was 30ml and 18ml was extracted. When the catheter was removed, the surgeon noticed a hole at the apex of the balloon. The case was aborted with no adverse pt consequences.